Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella rp flex with smartassist system with automated impella controller section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced signs of limb ischemia and hemolysis for 78 hours before being explanted. The patient continued with extracorporeal membrane oxygenation support.

Manufacturer narrative:
The investigation of hemolysis and limb ischemia has been completed. Clinical states placement signal (ps) trending up and flows trending down. Hemolysis also reported. Unknown if blood products given. Repositioning did not resolve issue. Data logs showed as reported, on 2/1 the ps was trending up, flows and motor current (mc) trending down but no mc spikes outside of p level changes. No other abnormalities or relevant alarms. Product was not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The failure mode low pump was added and the root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26355 as it is unknown if the initial reporter also sent the report to the food and drug administration. H4 device manufacture date was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26355.